Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with white foreign matter inside syringe.

Manufacturer narrative:
Investigation summary: device history records, including quality notification and maintenance records were analyzed and no occurrences potentially related to the defect was observed. Investigation conclusion: the samples sent by the customer was verified and it was possible observe foreign matter ¿ plastic residue. Bd foreign matter evaluation procedure and identified one sample at level 2 and two samples at level 3 in size ranking. Root cause description: the potential root cause for the foreign matter incident is associated with the assembly process. Rationale: the incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with white foreign matter inside syringe.